Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parent reported that the recipient does not seem to be hearing as well as she used to with the device. The child is nonverbal and cannot report on hearing. There is no report of accident or trauma. Follow-up with physician and scans were recommended.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is reportedly not considered by the recipient's family.

Event description:
The parent reported that the recipient does not seem to be hearing as well as she used to with the device. The child is nonverbal and cannot report on hearing. There is no report of accident or trauma. Follow-up with physician and scans were recommended. The family has decided not to proceed with re-implantation.

Event description:
The parent reported that the recipient did not seem to be hearing with the device as well as she used to. The child is nonverbal and cannot report on hearing. There was no report of accident or trauma. Device was explanted in (B)(6) 2019. No new device was implanted.

Manufacturer narrative:
Conclusions: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.